Event description:
Pt had a left shoulder arthroplasty in (B)(6) 2009. Pt had been complaining of hearing a noise coming form the shoulder joint. X-rays revealed that the base plate of the reverse shoulder had broken loose from the trunnion and was floating in the pt's axilla. Pt returned to the hospital (B)(6) 2011 for revision.